Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 489 mg/dl. The customer states the battery cap is lost. The customer declined to troubleshoot for high readings. The customer states she treated with a manual injection. The product will not be returned for analysis.